Manufacturer narrative:
The device was received for evaluation. An event history log review noted the reported high drain alarm. A visual inspection, including external and internal inspection were performed with no issues noted. Functional testing, including rite (return instrument test / evaluation) and electrical testing were performed with no issues noted. The device functioned as intended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified in the log review and analysis of the programming. Product quality reviewed the logs and determined the cause of the high drain alarm was I-drain inappropriately set based on retained fluid from previous therapy that needed to be drained out before starting another therapy. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred on a homechoice device during peritoneal dialysis therapy. This issue occurred during fill one of five while the patient was connected. The renal therapy service agent (rtsa) explained alarm and was advised to inform registered nurse. The rtsa reviewed the therapy. The rtsa initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.